Event description:
It was initially reported that during a lobectomy procedure, there was bleeding at the staple line. Unk what caused the staple line bleeding. The pt's hemoglobin was dropping throughout the evening. The pt was brought back into the or the next day. A pneumonectomy was being performed when the pt expired on the table. On 09/02, ees sales rep received additional info, only that the initial procedure, a lobectomy, was being performed. Bleeding occurred at the staple line on the pulmonary vein. The pt returned to the or the following day. Two devices are being returned, it is unk if the devices were from the initial operation or the reoperation the next day. On 09/03, ees sales rep spoke with the resident. The info provided is as follows: during the case, the only issue was the need to use the manual release to remove the device, the device completed all three strokes. A grey load was used on the pulmonary vein and a blue on the bronchus. The staple lines were hemostatic at the time of closure. The pt's hemoglobin was dropping through the night. Pt reopened the following day and bleeding was observed from the pulmonary vein. A pneumonectomy was performed. On 09/04, according to the ees sales rep, "the hospital has requested that I do not ask any more questions until they complete the hospital policy items." On 09/10, ees district mgr called, he indicated that either hospital risk management or the surgeon may be willing to speak to us. Ees contact information was provided. On 09/18, an analysis letter was sent to the account and surgeon, additional info was requested in the letter.

Manufacturer narrative:
Date sent: 09/24/2009. Instrument b: batch # f5uk5z, exp. Date: 03/01/2014; MFR date: 04/01/2009. Evaluation summary: the analysis found that one sc45 device a was returned in good visual condition and with a cartridge reload loaded on the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not confirmed as the device opened without any difficulties noted. The analysis found that one sc45 device b was returned in good visual condition and with a cartridge reload loaded on the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete, and the staples were noted to have the proper b-form shape. The event described could not confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.